Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry during use with an impella cp: "loqi reported a right femoral artery insertion site infection with relationship to impella listed as definitely related. Infectious disease was consulted on (B)(6) 2023 and the patient started on doxycycline 100 mg bid for 14 days."

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the infection was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.